Event description:
It was reported taht the customer was hospitalized for high blood glucose and dka. It was stated that the customer had low blood sugar then went very high. The nurse stated that the customer does not have the pump with them and their spouse will bring it in later.